Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 65 mg/dl, 125 mg/dl and 71 mg/dl when all tests were performed within 10 minutes on the voicemate advantage system. Reporter indicated that pt ate carrots and drank tea after obtaining the first result of 65 mg/dl. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.